Event description:
The pt contacted animas alleging that the pump was not responding to button presses. The pt also claimed that the buttons would sometimes get stuck. The pt denied that the pump was exposed to water. She also claimed that the keypad was intact.

Manufacturer narrative:
The pump was not returned to animas for evaluation. The animas rn noted that the pt was still using the pump.